Manufacturer narrative:
Device was used for treatment, not diagnosis. A product development (pd) investigation was conducted and it was found that: one 130 degree aiming aim for trochanteric fixation nails, part number 357.366, was received with the complaint category of ¿does not/will not function: loose.¿ this device is a component of the titanium trochanteric fixation nail (tfn) system intended for the intramedullary fixation of proximal femur fractures. It is primarily responsible for ensuring the correct alignment of the system components. This information is provided per titanium trochanteric fixation nail system technique guide j3900-I. The returned aiming arm, lot # 5063383, was manufactured august, 2005. It was received with the thumb screw broken off due to a sheared locking pin. The locking pin was broken at the interface of the knob and locking shaft such that half of the pin remains in knob and the other half remains in the threaded shaft. On the knob there are two indents that extend axially along the length of the hole for the threaded shaft. These indents align with the locking pin. The threaded shaft shows wear marks where the knob would attach. The balance of the tool shows sign of wear and dents consistent with the expected condition from nine years of use. The complaint condition that caused the broken locking pin and resulting loose knob cannot be replicated as the device was received already broken but the complaint condition is confirmed. The received condition shows evidence that the knob was exposed to an excessive load. This would result in the shear force that broke the locking pin and the consequential deformation to the inside of the knob as the then broken pins were pulled along the knob inner surface. The complaint condition of a loose knob has been confirmed. The complaint condition was the result of an older design revision with insufficient pin strength to retain the knob under force. However, the risk assessment adequately addresses this failure mode and the current design revision is deemed sufficient for its intended use. Date information was received by manufacturer on follow-up #1 is (B)(4) 2014. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device used for treatment, not diagnosis. A review of the device history record was performed and no complaint related issues were found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2014, it was reported an aiming arm for a trochanteric fixation nail was discovered broken during sterile processing. It was reported that the knob piece is broken. The knob which moves in and out of the arm is not functioning properly. The screw goes into the aiming arm and connects to the insertion handle. The knob itself is made to be part of the arm and it will not stay in place. The screw slides back and forth too much. There was no patient or surgical involvement. The complaint involves one device. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.